Manufacturer narrative:
The device was returned and inspected. The customer's complaint was confirmed due to holes in the forceps channel due to external factors. In addition to describe event or problem, the following defects were found: liquid leakage may be observed due to handling. There is noise in the image. There are scratches on the insertion part serpentine due to external factors. Liquid leakage may be observed in the operation part due to handling. The angle locks due to corrosion of the angle mechanism. The curved rubber adhesive is missing. Switch #2 is not functioning due to corrosion due to handling. Liquid leakage may be observed in the grip due to handling. There are scratches on the grip due to external factors. Scratches are found on the plate due to external factors. Leakage is found on the universal cord. There are scratches on the universal code due to external factors. Wrinkles are found in the universal code due to external factors. The video cable may be sticky due to handling (insufficient cleaning). The video cable is crushed due to an external factor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the uretero-reno videoscope has a leak at the tip. Upon inspection and testing of the customer returned device, it was observed that the angle locks due to corrosion of the angle mechanism. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 03-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the rusting of the internal metal due to the internal water invasion caused by the watertight destruction of the scope. Olympus will continue to monitor field performance for this device.